Event description:
Unomedical reference number (B)(4). Event occurred in the united sates on (B)(6) 2024, it was reported that patient faced an issue with one infusion set tubing was leaking at site. The infusion set was in use for twenty four hours. The blood glucose level was 396 mg/dl.the patient replaced infusion set and resumed insulin successfully. No further information available.